Manufacturer narrative:
The reported event could be confirmed since the device was returned and matches the alleged failure. Device inspection revealed the following: the received u-blade lag screwdriver was returned for investigation, in which we can clearly see that one of the teeth is completely broken and the other one is deformed grasping ends are clearly flattened and on the threaded area, we can see the first thread bent, and flattened which indicate towards excessive force application in a torsional way. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to user related. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "during insertion of the u-lag screw, the tip of the screwdriver was broken and deformed, and the sleeve could not be detached from the screw driver. The surgery was finished without problem using other instruments and all the debris were removed from the surgical field/patient."

Event description:
As reported: "during insertion of the u-lag screw, the tip of the screwdriver was broken and deformed, and the sleeve could not be detached from the screw driver. The surgery was finished without problem using other instruments and all the debris were removed from the surgical field/patient."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.